Manufacturer narrative:
Device evaluation. The suspect device will not be returned for evaluation. The complaint database was reviewed for additional complaints from this customer, none were found. A follow-up report will be submitted when the complaint investigation has been completed. Evaluation, method: complaint database reviewed for additional complaints from this customer. Conclusions: a follow-up report will be submitted when the complaint investigation has been completed.

Event description:
The physician reported that he has been experiencing bleed-back around the grey strain relief next to the hub of the catheter from time to time over the past year. The customer reported one defective but is not expected to return any devices for evaluation. No harm or injury was reported.